Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-may-2019, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 18-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a wireless external neurostimulator (wens). It was reported that the patient's trial was prolonged because insurance would not approve the replacement. During the trial, the patient had acquired an infection at the site of the trial leads and/or the extensions. On (B)(6) 2018, devices were explanted and discarded by the doctor. The rep reported they were not made aware of the infection until (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep indicated that the trial began on (B)(6) 2018. The infection occurred sometime after the initial lead placement date, (B)(6) 2018. The healthcare professional (hcp) did not notify them when the patient had the initial infection, but the device was removed on (B)(6) 2018. Both leads were explanted and discarded. They were not made aware of the procedure, and therefore could not tell them to save for return. No other known interventions were taken. This information was confirmed with the hcp. No further complications were reported/are anticipated. [Omitted information pertaining to the primary cell worsening the parkinson's symptoms.